Manufacturer narrative:
The sort board and spmd board were returned to tosoh instrument service center (isc) for investigation. The sort board and spmd board were replaced by the field service engineer as a precautionary measure. No visual damage to either returned part was identified. Both returned parts met specifications and isc was unable to perform any additional testing on the parts because the sorter plarail chain assembly and pip electric board were not returned for evaluation. Isc was unable to replicate the complaint and therefore is unable to confirm the complaint due to the missing parts not being returned.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse replaced the sorter plarail chain assembly resolving the issue. However, as a precautionary measure the fse replaced the sort board, spmd board, and the x-axis home pip board. The fse verified the resolution by performing 60 consecutive tests to verify sorter operation as well as the customer¿s quality control (qc) to verify instrument operation within specifications. The aia-2000 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (4053) sorter z-axis home overrun. Cause: the home sensor activated improperly following movement of the sorter z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was failure of the sorter plarail chain assembly.

Event description:
A customer reported ¿4053 sorter z axis home overrun¿ error and "loud noise of sorter slamming into other parts" on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.